Manufacturer narrative:
No serious injury alleged. Malfunction alleged. Allegedly, the consumer sat down on the chair and the legs bent. The consumer is a (B)(6) male. The consumers weight and height are not known. The consumers medical condition and stability for using the chair are unknown. The consumers medication regimen is unknown. The environmental conditions and set up of the chair in the shower are unknown. The age of the chair is 4 months. The condition of the chair is unknown.

Event description:
The consumer sat down on the chair and the legs allegedly bent. No injury is alleged.